Event description:
Description of event according to study: primary indication for thoracic endovascular aortic repair = thoracic aortic dissection type b from pre-procedure imaging: proximal neck: thrombus = none, neck shape = irregular, tortuosity = mild, occlusive disease = none, calcification = none distal neck: thrombus = none, neck shape = parallel, tortuosity = none, occlusive disease = none, calcification = none anatomic measurements: length of proximal sealing zone (mm) = 25 length of distal sealing zone (mm) = unknown from procedure information: date of procedure = on (B)(6) 2020 were any additional procedure(s) performed during the study procedure = yes, left subclavian embolization from procedure angiography: proximal location of dissection = zone 3: first 2cm distal to left subclavian distal location(s) of dissection = right external iliac (eia) morphology, status of false lumen = patent if patent or partially thrombosed, indicate source(s) of false lumen flow = primary tear if primary tear, indicate entry flow type(s) = unknown is there evidence of endoleak(s) at the completion of procedure? = no from procedure angiography, device assessment: location of graft material of proximal edge of the most proximal component = zone 2: lcc to left subclavian artery (lsa) location of graft material of distal edge of the most distal component = above celiac is there evidence of device issue(s) at the completion of procedure? = no from follow-up CT/MRI, dissection assessment, thoracic for: 1-month follow-up visit: status of false lumen: thoracic = partially thrombosed if patent or partially thrombosed, indicate source(s) of false lumen flow = primary tear if primary tear, indicate entry flow type(s) = type ib - distal from follow-up CT/MRI, device assessment for: 1-month follow-up visit: is there evidence of device issue(s)? = no from follow-up CT/MRI, endoleaks for: 1-month follow-up visit: is there evidence of endoleak(s)? = yes if yes, indicate type(s) = type I if type I, indicate type(s) = type ib (distal) was a new secondary intervention performed to treat the endoleak(s)? = no follow-up CT/MRI, endoleaks for: 6-month follow-up visit: is there evidence of endoleak(s)? = no

Manufacturer narrative:
Manufacturers ref (B)(4) g4) similar to device marketed under PMA/510(k): p140016 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: during a post market clinical follow-up (pmcf) study cook became aware of this event. The (B)(6) 2020 a 70-year-old male patient underwent planned tevar (thoracic endovascular aneurysm repair) to treat a thoracic aortic dissection type b. During procedure a zta-p-34-161 was implanted proximally in zone 2 and a zta-p-34-209 (complaint device) distally with distal seal zone in zone 5. The procedure included planned embolization of the left subclavian artery without revascularization. Pre-procedure assessment state that the dissection started in zone 3 (first 2 cm distal to left subclavian) and went to zone 11 (external iliac arteries). The primary tear of the dissection was located in zone 3. The proximal neck was of irregular shape and with mild tortuosity. The length of the proximal seal zone was 25 mm. The distal neck was parallel and the length of distal seal zone was reported as unknown. It was reported that deployment in the intended location was successful but at completion of procedure the false lumen was still patent with flow from the primary tear. The entry flow type was reported as unknown. There was no evidence of endoleak(s) at the completion of procedure and no device issues were reported. At the 1-month follow-up an endoleak type 1b distal was reported (this complaint, pr431838). No secondary intervention was performed to treat the endoleak. At the 1-month follow-up the thoracic false lumen was reported as partially thrombosed with flow from the primary tear and entry flow type indicated as ¿type 1b ¿ distal¿. At the 6-month follow-up the thoracic false lumen was completely thrombosed and there was no evidence of endoleaks. Claudication of the left arm due to left subclavian artery (lsa) embolization was reported on the day for the 1-month follow up. The claudication did not lead to a serious deterioration in health and is reported as ongoing and untreated. Review of the device history record gave no indication of the device being produced out of specification. Review of the IFU found that the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in patients with dissections. It is illogical for the type 1b endoleak to be unrelated to the reported false lumen flow. If they are connected, it would be a duplicate entry of the same issue, recorded both as false lumen flow and as an endoleak. Therefore it is assumed that the endoleak is the source for the false lumen flow, and if the flow from the distal endoleak should enter the false lumen through the primary tear it would imply that blood flowed retrogradely from the distal end of the zta-p-34-209 (17 mm above celiac), between the device and the intima, up to the primary tear in zone 3 (first 2 cm distal to left subclavian). Although possible, another explanation could be that type 1b endoleak was in fact a sine (stent induced new entry) tear of the intima at the distal end of the zta-p-34-209. This would allow the blood to perfuse into the false lumen through the sine tear and retrogradely perfuse the thoracic false lumen (which could match with the entry flow type of ¿type 1b distal¿). Although this doesn¿t fully align with the reported information, it seems a more straightforward and logical explanation. The source being reported as the primary tear could also result from a lack of more suitable response options in the patient study. Based on the reported information a definitive cause for the reported type 1b endoleak could not be determined. The zenith alpha thoracic endovascular graft is not indicated for treatment of dissections and this is therefore considered outside the IFU. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.